Manufacturer narrative:
H3: returned product analysis confirmed the wire fracture. Analysis of the fracture site revealed the separation was located at the site of a kink. The exact cause of the wire damage could not be determined.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, that the wire broke inside of the coronary artery. Pt went to surgery. Pt status is unknown at this time.